Event description:
New information received indicated that the implantable cardioverter defibrillator was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a shock from their implantable cardioverter defibrillator. It was unknown if it was appropriate or not as there was no evidence of shocks noted on electrocardiograms. Further review noted that the patient had previously received inappropriate antitachycardia pacing during a supraventricular tachycardia timeout. No device intervention was reported. There were no patient consequences.